Manufacturer narrative:
The product involved in the event was not available for return. A follow-up report will be provided upon conclusion of investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury. Device not returned.

Event description:
Customer stated, they had a delay in surgery due to tears in the wrap (during use with patients in the operating room). This was resolved by replacing the trays. In one instance the tray was one of a kind and they had to wait an hour and a half for sterile processing to replace the tray. No injury was reported to the patient. The customer reported that the patient had to be woken up from anesthesia. No instruments from the trays were reported as used on patients.

Manufacturer narrative:
A sample or a lot number was not provided for this incident. Root cause was not identified. Walk-through inspections are regularly performed. In the event an issue is detected, the equipment is evaluated for any maintenance needs. All material is reworked since the last acceptable walk-through inspection. This incident will be included in complaint review analysis to help identify any emerging trends. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4) this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.